Event description:
Int'l affiliate reports that upon completion of placement of the central shunt; there was a significant amount of blood loss. It was discovered that the vascular clamp had put a hole in the pulmonary artery. To control bleeding; the pt was returned to the heart lung machine. The vascular clamp was removed from the set.